Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was 4 or 5 months ago the pt would get shocks in their heart area. Pt mentioned that they had to shut the stimulation off. Pt mentioned that they dealt with several medtronic representatives about the issue.